Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> the device associated with this report was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Der states that patient was claiming of pain and the surgeon was concerned with bone growth around patella as well as possible loosening of femoral component. During surgery both tibial and femoral components were loose. Cement was found both on implants and bone. Patella was also resurfaced and implant replaced.